Event description:
During a knee arthroscopy procedure, the moveable jaw of an arthroscopic meniscus grasper broke off. The loose fragment was located and retreived from the knee by the surgeon. An additional 45 minutes was needed for the procedure. No injury was reported.